Event description:
It was reported that the customer experienced an issue with the 30-degree endoscope plus instrument. The endoscope had a tight wheel, and the mirror image was rotating. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope plus instrument was analyzed and found to have a camera instrument adapter defect. The 30-degree endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing. The camera instrument adapter was found with aea bearing issues. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.